Event description:
(B)(4) medical records ad 6 sep 2022.pdf, were reviewed by clinician. Left knee doi: (B)(6) 2021. On (B)(6) 2022, the patient had a right knee revision to address right total knee aseptic loosening proximal tibial fracture. The femoral component was well fixed and required an osteotomy for better access, which was then repaired. Tibial tray was noted to be loose at the implant to cement interface. During the removal of the tibial tray, a split was noticed at the proximal tibia (fracture). The surgeon reported that it was unknown if the fracture was there previously. A guide wire was used to for compression of the bone fracture. Competitor components were implanted during this procedure. Doi: 2021 dor: (B)(6) 2022 right knee.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.